Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter shaft break has occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected for use. During preparation of the percutaneous transluminal renal angioplasty (ptra), the physician attempted to pull the device out from the blue holding tool; however, it was noted that the device was detached around the monorail part. The procedure was completed with a non bsc device. No patient complications and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. Device analysis revealed a break at the midshaft at the port site of the catheter. The shaft was stretched at the site of the break. As a result of the break it was not possible to apply a vacuum to the balloon to remove all air. However, the balloon protector was removed from the balloon with no force required. The balloon protector cap was returned over the balloon. The proximal part of the balloon was exposed which is indicative of the balloon protector being pulled distally. The returned balloon protector inner dimension was in specifications. Upon removal of the protector cap, there was no damage noted to the tip, balloon, or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter shaft break has occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During preparation of the percutaneous transluminal renal angioplasty (ptra), the physician attempted to pull the device out from the blue holding tool; however, it was noted that the device was detached around the monorail part. The procedure was completed with a non bsc device. No patient complications and the patient's status is good.